Event description:
The customer reported an error message displayed while preparing for the fifth case of the day. The customer could not proceed with priming the handpiece. There had been one patient prepped when this event occurred; however, the case had not been started. The customer cancelled eight cases. There was no patient injury reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the error message reported. The company service rep indicated the problem was a simple cable communicating between the host module and the fluidics module. It was working intermittently. The cable was replaced. The system was tested and the system met all product specifications. A review of complaints for the last 36 months did not indicate any additional reports for this system, nor did it indicate adverse trends for the reported issue. Furthermore, a review of the service history for this system did not indicate any additional, related unplanned service requests, nor did it indicate adverse service trends for the reported issue. This reported mailed in to FDA on 06/19/2008.